Event description:
The user facility reported a 73-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The pump was pulled by the patient on day three of support. The pump was then turned off while in the aorta, and upon re-advancement to the left ventricle the pump failed to start back. A new pump was placed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the positioning issues and the pump stop issue has been completed since the initial report was submitted. The device was not returned for investigation. Per the clinical data provided, the root cause of the positioning issues was most likely patient movement related as the patient was combative and pulled on the pump out of position. The root cause of the pump stop issue was most likely an open electrical line due to excessive force when the patient pulled the pump.